Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
Allegation of pacemaker suspected to show battery depleting prematurely; however, data analysis determined that the battery was depleting normally. It was determined that the atrial channel was oversensing the ventricular signal. Programming optimization was suggested. The pacemaker was then explanted and returned for analysis without additional allegations. No adverse patient effects were reported.

Event description:
Allegation of pacemaker suspected to show battery depleting prematurely; however, data analysis determined that the battery was depleting normally. It was determined that the atrial channel was oversensing the ventricular signal. Programming optimization was suggested. The pacemaker was then explanted and returned for analysis without additional allegations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.